Manufacturer narrative:
Unit passed displacement test, self-test, rewind, off no power test, and basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to slightly loose and tilted drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. Unit was received without battery cap unable to confirm damage. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had crack in the battery cap. Customer's blood glucose level was 385 mg/dl. She treated her blood glucose level with an injection and insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.